Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency room and get hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the range of 700 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin. Customer was not really active, did not doing anything. Customer¿s blood glucose levels were down to 40 and then 50 mg/dl. Customer was not alleging insulin pump for under delivering. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting and insulin was exited. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did use the minimed 670g system. Customer was not using auto mode feature. Customer stated that the insulin pump passed high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).